Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The console was examined and the driver was investigated. There was a hissing sound coming from the driver. A new driver was replaced and the system met the manufacturer´s specifications. No other information available.

Event description:
It was reported that on (B)(6), a brevera procedure was performed, and the driver was making a hissing noise and would not work. The procedure was not completed and the patient was rescheduled. The incision had been made, the needle had been deployed in the tissue. No additional information is available.